Event description:
Patient was revised to address loosening of the femoral stem, which caused pain.

Manufacturer narrative:
Note: this is a pre-amendment device. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.